Event description:
The report received from the affiliate stated that while preparing for a percutaneous coronary intervention procedure, the 6 fr xb guiding catheter lumen, was reported to be narrow prior to use by visual inspection. The lumen was no blocked or obstructed. Add'l info received indicated that the package came from the hospital to the distribution facility in bad condition. The catheter was reported to be very smashed and that inspection of the device prior to the procedure indicated that catheter was broken or cracked and also kinked/bent. The distributor thinks that the catheter may not have been stored properly. The product was not clinically used in the pt. The procedure was completed successfully. There was no reported pt injury. No add'l info was available.

Manufacturer narrative:
The product is not available for eval and testing. The report received from the affiliate state that while preparing for a percutaneous coronary intervention procedure, the 6 fr. Xb guiding catheter lumen was reported to be narrow prior to use by visual inspection. The lumen was no blocked or obstructed. The catheter was reported to be cracked and also kinked/bent. It was unk if the product was stored properly. The product was not clinically used in the pt. No add'l info was available. Multiple attempts were made to retrieve the product for analysis without success. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that cant be related to the reported complaint. The inspections are in place to prevent damaged products from leaving the facility and DHR review confirmed that the product met specifications. Based on the limited info provided and without the product available for analysis, it is not possible to confirm the reported events nor could draw a conclusion about what factors could have caused them. Please note that this is the initial/final report for this product.